Event description:
After inverting a b-mode image, selecting a doppler cursor, and enabling angle correct, incorrect blood velocity values are calculated and displayed. The values are always overestimated and the magnitude of the error depends on where the cursor is placed in the b-mode image. A routine catherization was performed. The possibility of misdiagnosis on the pt still exists.